Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per additional information from the customer, the origin of the debris is unknown, and the subject device was not reprocessed prior to it being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the s-cylinder, air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to a deviation of reprocessing associated with the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information from the customer, the event occurred during reprocessing.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed because the endoscope had foreign material, the suction cylinder had foreign objects, the air/water cylinder had foreign substance, air/water tube had foreign objects. In addition to foreign material coming out due to blockage of the channel, the additional evaluation findings are as follows: the grip had a scratch, the suction cylinder had discoloration, the switch box had a scratch - the upward/downward angulation control knob had discoloration, the right/left knob had discoloration, the plug unit had a scratch. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value; the objective lens had a chip, the light guide lens had a crack, and the connecting tube had a scratch. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had foreign material in the working channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: endoscope had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.